Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No failed battery test alarm or charge/battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was harder to press and unresponsive. Customer¿s blood glucose level was unknown. Customer reported that they received unexplained no delivery alarm. Insulin pump had diminished battery and rejected battery life. The insulin pump will not be returned for analysis.